Event description:
The customer reported the touch screen is defective. The fse clarified the touch screen does not respond to touch and is not able to be calibrated. The customer reported there was no patient involvement.